Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the implantable neurostimulator (ins) not working occurred because the lead separated two times. It was confirmed that the lead separating issue occurred because of yoga. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said, "it has not been working for the past 4 years." When asked for clarification, the patient said their ins is not working. They further said the lead wire separated "due to yoga." The patient does not intend to repair/replace the device or lead and wants to have the device removed. It was suggested to consult with a surgeon regarding removal. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss explant. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and patient. The hcp reported that they were told the patients device doesn¿t work. They said the patient was told by someone that their device broke because the patient was doing yoga. When technical services asked the caller about the event, they said it was all ¿hearsay¿ and they didn¿t know for sure who told the patient or what was wrong with the device. Technical services told the caller the patient should see their managing healthcare professional. On an additional call the patient reported that it hadn¿t been working for 9 years. They said the lead separated as they do yoga and said no one told them about precautions. Patient services reviewed MRI guidelines and reviewed that MRI is not recommended and redirected the patient to their managing healthcare professional. No symptoms were reported.